Event description:
It is reported that the pt was revised due to pain and the screws breaking.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Evaluation summary: review of the operative notes that were provided, state that the screws were used with an arthrex plate instead of being used with a zimmer plate. The compatibility of the use of the zimmer screws with the arthrex plate that was used is not known or recommended. The zimmer screws were designed for use with zimmer plates. It is stated in the complaint that micromotion in the fracture union site may have contributed to the failure of the screws. Cause cannot be definitively determined. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.